Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low amplitude r wave measurements and possible oversensing on the right ventricular (rv) lead. It was also noted there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.